Manufacturer narrative:
The hvad is used for treatment not diagnosis. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Supplemental testing included testing the controller in different ambient temperatures. Results revealed that the "no power" alarm activated when both power sources were disconnected. Additionally, the loudness and pitch functioned appropriately. As a result, the reported event could not be duplicated at bench level testing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that there were no high priority alarms heard during the software update. Medical doctor performed and elective controller exchange, and it was stated that there were no effect or consequences to the patient. No additional information available.